Manufacturer narrative:
Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided. Eval codes: the device history records for the tibial and articular components were reviewed, indicating the device was manufactured, inspected, and packaged to specification. Review of the device history records for femoral component was not possible as the lot number required for retrieval were unavailable. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt is experiencing pain.